Manufacturer narrative:
The suspect device was returned and evaluated. The device was returned with the introducer sheath separated from the device. All of the buttons remained in manufacturing position. Visual inspection revealed a kink in the introducer sheath, approximately 45 mm from the sheath's distal tip. The distal tip of the catheter shaft was kinked, most likely the result of multiple attempts to insert the device into the sheath. During the investigation, the device was inserted into the introducer sheath and able to be advanced without difficulty until locking into the introducer's connector prongs. Based on the information provided and the investigation performed, the root cause of the balloon pulling through the vessel may have been caused by excessive tension applied during pullback. The incident was suspected to be caused by lack of vessel elasticity related to scarring. The reported inability to advance the catheter into the introducer sheath may have been caused by the kink in the sheath which may have obstructed the device's path and prevented the catheter from being advanced through the sheath. The root cause of the kink in the introducer sheath may have been scar tissue at the procedural site. Scar tissue from previous catheterizations may cause difficulty to make the "turn" into the vessel and cause a kink in the sheath. The review of the lot history record indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. A CAPA will not be issued at this time as a root cause could not be conclusively determined; however, incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. If additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that the balloon of the mynx ace device pulled through the arteriotomy. The mynx device was being used for femoral arterial closure following a diagnostic coronary procedure. There was profound scarring noted during the procedure. The mynx device was prepared in accordance with the instructions for use (IFU). During preparation, the balloon was purged of air and the black marker on the inflation indicator was fully exposed. During sheath exchange, the user had difficulty inserting the mynx ace sheath. Although able to advance, the user also had difficulty inserting the device into the sheath. The angle of access was between 30-45 degrees. When pulling the balloon to the arteriotomy, resistance was met and the balloon pulled through the vessel. The lack of vessel elasticity related to scarring was suspected to be the cause of the pull through; however the sheath was also noted to be kinked/bent upon removal and the catheter was noted to be damaged at the distal end of the balloon shaft after removal. Manual compression was held for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended and/or the patient was not hospitalized as a result of the incident. Additional information was requested, but was unknown.